Manufacturer narrative:
A troubleshooting proposal related to cross-contamination, handling errors, or the use of incorrect sample tubes was provided to the customer. The troubleshooting actions performed by the engineer resolved the issue. The instrument was performing within specifications. The investigation did not identify a product problem. The cause of the event was consistent with a maintenance-related issue and a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with urea/bun assay and 1 patient sample tested with cholesterol (chol) assay on a cobas integra 400 plus analyzer. Sample 1 (patient 1): bun: initial result: 46.5 mg/dl. On (B)(6)2025, the sample was repeated 10 times. The repeat results were 18.2 mg/dl, 18.7 mg/dl, 18.2 mg/dl, 18.2 mg/dl, 18.2 mg/dl, 17.7 mg/dl, 18.4 mg/dl, 18.0 mg/dl, 18.2 mg/dl, and 18.2 mg/dl. The lower result was deemed to be correct. Sample 2 (patient 2) was tested on (B)(6)2025: chol: initial result: 523.8 mg/dl. Repeat result: 211.9 mg/dl.

Manufacturer narrative:
The bun and chol reagents' lot numbers and expiration dates were not provided. The maintenance was last performed on (B)(6)2024. Qc was acceptable. During the 1st service visit, the field service engineer (fse) found that the syringe was broken. He replaced the syringe. He then checked and found no leakage. Precision studies were performed and they were within specifications. During the 2nd service visit, the fse found that the probe was dirty. He cleaned the probe and performed precision studies and they were within specifications. The investigation is ongoing.